Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a tibial-plateau-leveling osteotomy (tplo) on a canine it was observed that the large oscillating saw attachment device was not locking in the small battery drive device. It was reported that there was a ten minute delay in the procedure and a competitor's spare device was available and the procedure was successfully completed. There was no human patient involvement as this device is for veterinary use only. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.